Event description:
User stated he saw erratic ise results for 4 or 5 samples in 2009 and the next day, that were discovered due to the negative gap results. Only the following two examples for sodium were provided. User did not have the exact date the samples were tested. Sample 1 initial result was 132 mmol/l, repeat result was 140 mmol/l. Sample 2 initial result was 125 mmol/l, repeat result was 142 mmol/l. User stated this sample was rerun a third time and obtained a result of 142 mmol/l. User stated the same sample tubes were put right back on the instrument and then acceptable results were obtained. No erroneous results were reported as user stated they had a negative gap result and they do not report those out. The field service representative determined there was a hole in the pinch valve tubing and replaced it. He also noted he replaced the seals on the sipper and ise syringe, replaced the electrodes and flushed the sipper flow path. Performance tests were performed.